Manufacturer narrative:
The reported condition was not confirmed as the instrument was returned fully fired. The device was confirmed for an unrelated condition. The thrust bar was bent in a manner which suggests the jaws were heavily twisted on tissue.

Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not load properly and prefired. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.